Event description:
Boston scientific received information that this right atrial lead was dislodged. A boston scientific company representative confirmed that the patient had undergone bilateral upgrade with the ra and rv leads repositioned. At post operative however, the patient's ra lead was found to be dislodged again. The patient then returned to the catheter laboratory and the ra lead was explanted. The product is no longer in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed deformations of the outer conductor coil as well as cuttings in the insulation. Blood penetrated the lead in these areas. It is reasonable to assume that these damages were caused during the surgery. Further analysis revealed abrasion marks along the lead body most likely due to the interaction with a partner lead. The insulation was found intact at these positions. There was no sign of a material or manufacturing problem.